Event description:
It was reported to philips that the device¿s image disk was full, preventing exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. This issue occurred during planned or non-emergency coronary treatment and completed as planned. The philips field service engineer checked the system and confirmed that the system was indicating that there is a malfunction in the image storage. Fse found that malfunction with the image volume which was too small to expose. The fse performed the image store test which failed. Then the fse did image store repair and deleted the repeated images. The fse also cleaned the image hard disc. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.